Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when the customer pressed a button on the insulin pump, it took a while for it to respond. The numbers on the insulin pump's screen were not ramping on their own. The scroll bar was not moving with no input. The buttons were responding now. Customer's blood glucose level was not reported. The device was not returned.